Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise, low pacing impedance measurements and was noted to have insulation damage. An invasive procedure was performed, the lead was surgically abandoned and replaced with another manufacturer's lead. No additional adverse patient effects were reported.